Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels for a day. The blood glucose reading was in the 50 mg/dl range, which was treated with juice and glucose tablets. The most recent blood glucose reading was 95 mg/dl. The customer stated that the suspend feature went off the day prior to the call. She also stated that she was under stress. She was on a clear liquor diet due to an upcoming surgery. Upon inspection, it was found that the reservoir showed the same amount of insulin as was shown on the status screen. She mentioned that she had an x-ray taken but advised that the device had been protected by a lead vest. The insulin pump passed the displacement test. Nothing further reported.